Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2010 allegedly due to a cyst fracturing her pelvic bone. Patient now alleges pain and difficulty walking. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 4 of 4 MDR's filed for the same event (reference 1825034-2014-01054 / 01056 and 01058).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2007 allegedly due to a cyst fracturing her pelvic bone. Patient now alleges pain and difficulty walking. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total right hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2010 allegedly due to a cyst fracturing her pelvic bone. Patient now alleges pain and difficulty walking. Additional information received from patient's legal counsel reports additional patient allegations of soreness, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, bodily impairment, dysfunction, elevated metal ion levels, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2010 due a CT scan indicating a cyst. Operative report noted the presence of straw colored fluid, pseudocapsule, acetabulum anterior wall deficiency, cystic area, and metallosis. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions,¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿

Event description:
It was reported patient underwent a total right hip arthroplasty on (B)(6), 2003. Subsequently, patient was revised on (B)(6), 2010 allegedly due to a cyst fracturing her pelvic bone. Patient now alleges pain and difficulty walking. Additional information received from patient's legal counsel reports additional patient allegations of soreness, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, bodily impairment, dysfunction, elevated metal ion levels, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.